Event description:
It was reported that the patient had their ipg start coming out of the pocket. It was determined that the body was rejecting the ipg. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.

Event description:
Additional meaningful information obtained indicated that the patient underwent additional surgical intervention on (B)(6) 2019 to have the surgical wound closed.